Manufacturer narrative:
A covidien customer service engineer (cse) performed the pm and found the touch screen had failed. They then replaced the touchscreen and the device passed self testing. Covidien ref.: (B)(4).

Event description:
A report was received from the USA stating that an 840 ventilator experienced a malfunction. The customer reported that the touch screen failed. There was no pt involvement. The date of the event is unk.